Event description:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report, the programmer was unable to interrogate devices, the electrocardiogram (ECG) connector was also broken loose from the link electronic module (lem) board. It was also noted that the hinge plate was missing and had loose screws.

Event description:
It was reported, the programmer would not recognize devices after switching out different programming heads. The programmer was returned for service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.